Manufacturer narrative:
(B)(6). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that a smart control stent was placed in the lesion, but the approximately 2cm of the stent from proximal side was shortened and the lesion could not be covered fully by the stent. Therefore, another non cordis stent was added to fully cover the lesion and the procedure was finished successfully. There was no reported patient injury. The physician conjectured that it was not because of the tortuosity, it was because the stent got compressed by external factor. The target lesion was the right common iliac artery. The lesion was moderately tortuous. The rate of stenosis was 90%. The product was clinically used and will not be returned for analysis. Additional information was received and the product was stored and handled according to the instruction for use (IFU). The product was inspected and prepped according to the IFU. There were nothing unusual noted about the stent delivery system prior to use. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. A non cordis sheath introducer was used, the size is unknown. The user held the handle of the smart control sds flat and straight outside the patient. The target lesion vessel diameter is unknown. The size-guiding catheter used is unknown. It is unknown if the diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. It is unknown if the delivery of the sds to the lesion was ipsilateral or contralateral. It is unknown if there was any difficulty encountered while advancing/tracking the sds towards the lesion. It is unknown if there was any unusual force used at any time during the procedure. The balloon type, size, atmospheres amount used is unknown. The percent stenosis after pre-dilation is unknown. The type of contrast and contrast mixed used is unknown. The ratio of contrast to fluid is unknown. It was unknown if there was any difficulty or resistance noted while crossing the lesion with the stent. It is unknown if the sds pass through a previously placed stent. It is unknown if the stent expand fully with good wall apposition. It is unknown if the lesion had post-dilated after stent implantation. It is unknown if the smart control locking pin in place during advancement towards the lesion. It is unknown if the locking pin was removed before attempting to deploy the smart control stent. It is unknown if the sds advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. It is unknown if the tantalum markers was observed to open symmetrically.

Manufacturer narrative:
A smart control stent was placed in the lesion, but approximately 2cm of the stent from proximal side was shortened and the lesion could not be covered fully by the stent. Therefore, another non cordis stent was added to fully cover the lesion and the procedure was finished successfully. There was no reported patient injury. The physician conjectured that it was not because of the tortuosity, it was because the stent got compressed by external factor. The target lesion was the right common iliac artery. The lesion was moderately tortuous. The rate of stenosis was (B)(4). Additional information was received and the product was stored and handled according to the instruction for use (IFU). The product was inspected and prepped according to the IFU. There were nothing unusual noted about the stent delivery system prior to use. The temperature exposure indicator on the pouch was checked to confirm that the black dotted pattern with a grey background is clearly visible. A non cordis sheath introducer was used, the size is unknown. The user held the handle of the smart control sds flat and straight outside the patient. The target lesion vessel diameter is unknown. The size-guiding catheter used is unknown. It is unknown if the diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. It is unknown if the delivery of the sds to the lesion was ipsilateral or contralateral. It is unknown if there was any difficulty encountered while advancing/tracking the sds towards the lesion. It is unknown if there was any unusual force used at any time during the procedure. The balloon type, size, atmospheres amount used is unknown. The percent stenosis after pre-dilation is unknown. The type of contrast and contrast mixed used is unknown. The ratio of contrast to fluid is unknown. It was unknown if there was any difficulty or resistance noted while crossing the lesion with the stent. It is unknown if the sds pass through a previously placed stent. It is unknown if the stent expand fully with good wall apposition. It is unknown if the lesion had post-dilated after stent implantation. It is unknown if the smart control locking pin in place during advancement towards the lesion. It is unknown if the locking pin was removed before attempting to deploy the smart control stent. It is unknown if the sds advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. It is unknown if the tantalum markers was observed to open symmetrically. The product was not returned for analysis. A device history record (DHR) review of lot 17394535 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent incorrect length-too short/compressed (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate tortuosity and a rate of stenosis of (B)(4) may have contributed to the reported event. According to the instructions for use ¿verify that the delivery system¿s radiopaque stent markers (leading and trailing ends) are proximal and distal to the target stricture. Ensure that the introducer sheath does not move during deployment. Remove locking pin from handle. Initiate stent deployment by rotating the tuning dial with thumb and index finger in a clockwise direction (direction of arrow) while holding the handle in a fixed position. Note: failure to maintain a fixed handle position or constraining the catheter shaft during deployment may result in stent compression (shortening) or elongation. While using fluoroscopy, maintain position of the radiopaque stent markers relative to the targeted stricture site. Watch for the distal radiopaque markers to begin separating. Separation of the distal stent markers signals that the stent is deploying. Continue turning the tuning dial to cause further separation of the distal radiopaque markers until the distal end of the stent obtains full wall apposition. With the distal end of the stent apposing the vessel wall and continuing to maintain a fixed handle position, pull back the deployment lever to deploy the remainder of the stent. Deployment is complete when the proximal markers oppose the vessel wall and the outer sheath radiopaque marker is proximal to the inner shaft stent.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.